Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device not available for return.

Event description:
Customer experienced tubing disconnecting from the luer lock connection piece. No adverse events reported. Unable to return infusion set that was in use, replacement sent.